Manufacturer narrative:
Affected device is not being returned for investigation as the device has been discarded by the customer. A follow up report will be submitted if additional information is received regarding the event.

Event description:
Healthcare professional reported medication leaking. Medication being infused was chemo. No patient injury reported.